Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported by the customer that in the oncology department of facility there have been 4 cases of catheter blockage in less than a week after the recent batch of catheters, and there is no problem with the maintenance method after following the stage, and there has been no frequent blockage before. Devices used on the patient. No injury reported. It was reported this occurred with four devices. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficult infusion is confirmed and was determined to be use-related. One 4 fr s/l groshong nxt clearvue catheter attached to its two-piece connector was returned for evaluation. An initial visual observation showed abundant blood use residues throughout the returned catheter. A functional test of attempting to infuse water into the catheter through the attached two-piece connector using a 12 ml syringe revealed the water to infuse through the two-piece connector into the proximal end of the groshong catheter until it reached the blood occlusion. The catheter was not patent to infusion during this testing. A microscopic observation revealed the distal valve to be within its appropriate length. Because the catheter was found to be occluded with blood, the complaint of unable to infuse is confirmed and was determined to be use-related. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer that in the oncology department of facility there have been 4 cases of catheter blockage in less than a week after the recent batch of catheters, and there is no problem with the maintenance method after following the stage, and there has been no frequent blockage before. Devices used on the patient. No injury reported. It was reported this occurred with four devices. This report addresses the first device.